Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed by quality with limited information. However, the device was implanted at an off-label location as it was implanted in the patient's forehead. Per freedom pns neurostimulator instructions for use, 05-20200, "the freedom pns system is not intended to treat pain in the craniofacial region." The stimulator is used to treat pain. The cause of the reported issue is due to off-label use as the device was implanted in the patient's forehead (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported major head pain for three days despite using the device regularly and taking two heavy pain medicines. Additionally, the patient reported potential migration as the patient was implanted in the forehead and feels the neurostimulator above the eyebrow. No further information is available at this time. There have been multiple attempts to contact the patient with no success.